Event description:
Sales rep reports that three to four days after the valve was implanted there were signs of over drainage. Upon examination of the valve it was observed that there was csf pooled around the valve. A tear was was also noticed in the silicone that surronds the spinonguard.